Event description:
Boston scientific received information that a shock impedance less than 20 ohms was noted with this right ventricular shocking lead. It was noted that there was only one low reading and all other measurements were within normal limits. No adverse patient effects were reported.

Manufacturer narrative:
A boston scientific technical services consultant informed the caller that it would typically be an insulation breach that would create a low shock impedance. The consultant recommended the patient come in for further evaluation. The caller will discuss the clinical observations with the patient's physician. No other adverse events have been reported. This issue will be re-evaluated if additional information is received.